Event description:
As reported by the eye care professional (ecp), a pt experienced a corneal ulcer in the right eye. Symptoms of severe pain and discomfort, redness, and a mucopurulent discharge. Symptoms began on (B)(4) 2012, and the pt went to the emergency room on (B)(6) 2012. He stated that he had not confirmed a suspected pseudomonal corneal ulcer in her right eye. He stated that the entire cornea was involved and did not think there was an anterior chamber reaction, but because the cornea was extremely cloudy it was difficult to tell. The pt removed the lens from her eye (B)(6) 2012 and had begun using pred forte drops and zyrgan drops, which she had left over from a previous herpes zoster incident in her right eye in (B)(6) 2012. He reported that there was no permanent scarring and was unable to identify any contributing factors. He did not prescribe any treatment, but referred her to an ophthalmologist the same day, who in return referred her to a corneal specialist. The corneal specialist reported that there was serious edema and that the cornea was white but not quite opaque and had an area where epithelium was coming off. He stated that corneal staining was less than 50%. The reporting physician stated that the patient constantly slept in her lenses and he was unsure of how long the patient had been wearing the lenses since her last replacement. On (B)(6) 2013, additional information received from the ecp's office indicates a laboratory culture was performed. The results have not been provided. Additional information has been requested but not received.

Manufacturer narrative:
(B)(4). The lot number was not provided and the complaint sample was not made available for eval. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The package label stated, the eye care professional should establish an extended wear period up to 30 continuous nights that is appropriate for each pt. Once the lens is removed, the pt's eyes should have a rest period with no lens wear of overnight or longer, as recommended by the eye care professional. The eye care professional should review the following instructions with the pt: lenses must be cleaned, rinsed, and disinfected each time they are removed, for any reason. If removed while the pt is away from the lens care products, the lenses may not be reinserted, but should be stored in a lens case filled with the recommended storage solution until they can be cleaned, rinsed, and disinfected. Cleaning is necessary to remove all traces of the cleaner and loosened debris. Disinfecting is necessary to destroy remaining micro-organisms. Lenses must be cleaned, rinsed, disinfected, and stored in accordance with the package labeling of the lens care products recommended by the eye care professional. (B)(4).